Event description:
Original surgery date: (B)(6) 2004: initial x-ray after original operation, components appeared nearly anatomic. No overstuffing, no resting subluxation, no excessive reaming, no pre-operative deformity or cuff tear. Glenoid position, register and version appeared anatomic. During revision surgery (B)(6) 2012: central peg displaced, joint space narrowed (glenoid appeared thin or displaced). Signs of severe osteolysis around proximal humeral calcar consistent with polyethylene disease resorption rather than stress shielding. Contained defect. Description of removal: component severely worn, thin and fractured. No fragments were displaced, central peg angulated. Four major fragments - superior with top peg attached, middle posterior, fractured-angulated central peg, and inferior with both pegs attached. Anterior middle was worn through. One of the inferior pegs fractured with mild torque during removal of the inferior piece. Seemed brittle. No subscapularis deficiency.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.